Event description:
Customer's ot test strips for their ot basic meter were discolored. Customer also reported inaccurate readings. The basis for the inaccuracy was on a comparison to normal readings. This is not considered a valid comparison. Customer eating and taking action based on low blood reading (o mg/dl). The customer did not experience any adverse events or serious injury. The meter has been replaced for the customer.